Event description:
Distal 1.4 of 22g 1" IV cath dislodged in patient vein after failed IV attempt. Patient seen briefly by dr (B) (6) who called (B) (4). Retained cath tip removed by (B) (4). No apparent complications or lasting effects.